Event description:
Customer reported the system intermittently will not take x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the lemo receptacle. System operates as intended.